Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw boot coating had a piece detached on the side and had cracks along the silicon boot. No adhesive was present on the exposed jaw boot. The reported failure was confirmed. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B) (4).

Event description:
The hospital reported that during preparation for the endoscopic vein harvesting procedure, the hemopro was inserted inside the cannula, it felt very hard going through the cannula. The jaw boot insulation peeled off when it came out at the end of the cannula. The second device had the same problem. A replacement unit was used to complete the procedure. The hospital did not report any patient complications. This report is for the first device.